Event description:
It was reported there was a handle leak. After approximately 90 minutes of use, saline started leaking from the back of the handle. The catheter was replaced with a new one and the procedure completed without adverse consequence to the patient.

Manufacturer narrative:
We are awaiting device return. When our investigation has been completed, a follow up report will be submitted. Date report submitted to FDA by manufacturer: 12/28/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.